Manufacturer narrative:
Initial.

Event description:
It was reported that the infusion set connector/coupler fractured, including an adapter that split and cartridge stoppers that appeared uneven and led to leaking, with blood glucose trends remaining in the 200 mg/dl. The device component involved was the connector/coupler and the device problem was a fracture. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the connector/coupler that is consistent with a component fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.